Event description:
Pca morphine ordered. Pump read 10cc left to count in bag. Rn went to change bags and found a full 100cc bag in pump with tubing kinked. No alarm for upstream occlusion and inaccurate narcotic documentation provided by pump.